Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog from the patient who switched to pro. According to the customer's report, the drug solution did not come out in several cases."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd micro-fine¿ pro pen needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog from the patient who switched to pro. According to the customer's report, the drug solution did not come out in several cases."